Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent insufficient apposition occurred. The 90% target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.0x15mm balloon catheter was advanced but failed to cross the lesion. It was replaced with a 1.5mm balloon catheter and pre-dilatation was performed. Subsequently, dilation was performed again with a bigger size, a 2.0mm balloon catheter. Opticross¿ imaging catheter was then advanced for intravascular ultrasound (ivus) but it got kinked at the guide wire exit port. The device was then replaced with a non-bsc imaging catheter and ivus measurement was successfully performed. Dilation was performed again with a 3.0x15 nc emerge® balloon catheter followed by placement of 2.75x20mm and 3.0x12mm synergy¿ drug-eluting stents. After the 3.10x12mm synergy¿ stent was post dilated with a 3.75mm x 12mm nc emerge® balloon catheter, ivus was performed again and it was noticed that the stent was insufficiently apposed. Post-dilatation was attempted again with the 3.75mm x 12mm nc emerge® balloon catheter but the device was unable to cross the lesion. The device was replaced with a 3.75x12mm non-bsc balloon catheter and post-dilatation was the n performed successfully. Following ivus, the procedure was completed. No patient complications nor injuries were reported.